Manufacturer narrative:
Investigation is on-going. No conclusion can be drawn at this time.

Event description:
Pt was implanted with pangea fixation (pelvis spinal fusion) on (B)(6) 2011. The pt complained of pain and returned to operating room on (B)(6) 2011 for removal of hardware. The surgeon noted the rod had come out of the saddle of the screw on the left and the polyaxial head broke off of the bone screw on the left and the polyaxial head broke off of the bone screw on the right and the implants were sitting proud as a result. The surgeon removed the bottom portion of the construct and did not revise pt with any add'l parts. This report is #1 of 7 for the same incident.